Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 458 mg/dl and a correction injection was used to address the high bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be in the tubing. The customer reportedly was using apidra insulin.